Event description:
Boston scientific received information that the right ventricular (rv) lead displayed noise and oversensing, resulting in an inappropriate shock. No therapy exhaustion nor did pacing inhibition occur. A revision procedure was performed. The rv lead was thought to have fractured, however, was not visible via fluoroscopy. No location of the fracture was determined. The rv lead was laser extracted. The device remains actively implanted. No adverse patient effects were reported during the procedure. The facility retained the lead and it was not expected to be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.